Event description:
Pt received stim treatment to right knee in 2006. When patient returned two days later, the therapist notice a small burn mark, the size of the electrode. Burn was treated with bacitracin and bandaid, and no further stim treatment was done. Pt refused other treatment for the burn.

Manufacturer narrative:
At time of the initial complaint investigation in 2006, the returned unit was evaluated and was fully functional, and met all specifications with no malfunction identified. Conclusion/comments: no defects were found with the unit. Lead wires were acceptable. It is suggested that the root cause may be the electrodes or the application as the knee is a difficult area of the body to get electrode conformity to.